Event description:
On (B)(6) 2009, the pt was implanted with an scs system. On (B)(6) 2010, it was reported that the pt lost stimulation and was not able to communicate with the ipg using the programmer. The pt was sent a replacement programmer which also did not communicate with the ipg. The rep sent a follow-up email on (B)(6) 2010, it was reported that the ipg is not working and the pt is still waiting for approval for the explant and replacement of the ipg. There is no date set for the ipg replacement at this time.

Manufacturer narrative:
Eval: method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.